Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string pulled out of a tampon during use, therefore did not realize tampon was still inside body. She started experiencing symptoms and sought medical attention, which is when the tampon was found and removed by the medical professional and diagnosed her with an uti. She was prescribed both topical and oral medication and antibiotics.